Event description:
The patients¿ generator was replaced due to prophylactic replacement. The lead was not replaced and the impedance was within normal limits. The physician believes that the patient was referred for high impedance in error and that the patient needed a prophylactic battery change. However, the clinic notes mentioned that the patient had high impedance, and the nurse practitioner did the referral so the physician was not sure exactly what happened. No additional or relevant information has been received to date.

Event description:
It was reported that the patient had high impedance and the device was turned off. Clinic notes received for the patient¿s replacement indicate that the patient has not felt stimulation in about a month, and does not feel like the device is working. No relevant surgical intervention has occurred to date. No additional or relevant information has been received.